Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized. The same day as event onset, the patient was treated with vancomycin injection (1g, every 48 hrs, intraperitoneal, discontinued in 10 days) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued in 10 days) for peritonitis. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.